Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. (B)(4).

Event description:
Customer reported that a patient with anti-kell did not react with vra167. Sample was tested for the type and screen. Antibody screen was positive (1+). The antibody ID was performed using the manual gel method and vra167; no reactivity was noted. Patient did not have a previous history, so it is the policy of the facility to use an alternative method for ID. Customer tested sample with tube peg (lot of reagents not provided) and were able to ID the anti-kell (reacting 1-2+). No erroneous results reported.